Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # j0301144v, implanted: (B)(6) 2003, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3889-28, lot # j0301144v, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
It was reported that the patient had been having problems for the last 3-4 years and even with the change out the patient was still having bad leg pain and their back was hurting even more now because when the healthcare provider pushed the wires in more because they were protruding out of my back, he straightened my back because I was a hunchback. The patient reports a shocking or jolting sensation. The patient also stated that when she goes through security gates at stores she will get a shock so she says she always brings her controller with her. The patient states that she has experienced this ever since she has had an interstim implanted.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014.